Event description:
It was reported that the insulin pump kept alarming no delivery during fill tubing. Customer also stated that he often receives the alarm when he is not doing anything. Customer's current blood glucose reading is 387 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.